Event description:
It was reported that during a lap chole procedure, the jaws closed on the cystic artery. Unknown at what firing this occurred. The surgeon had to manual pull the handles apart and removed the device from the artery. There was no damage to the artery. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.